Manufacturer narrative:
G4: 27sept2019; b4: 30sept2019. The manufacturer¿s field service engineer (fse) confirmed the reported led failure issue. The manufacturer¿s field service engineer (fse) replaced the power switch overlay. No abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019.

Event description:
The customer reported (led) light emitting diode turned off by vibration. There was no patient involvement.